Event description:
Siemen centrifuge failed. Unsure if it was a bucket failure or motor mount failed. Event occurred on (B)(6) 2015. Use was stopped at that time. Diagnosis or reason for use: centrifuge used in main laboratory.